Manufacturer narrative:
Product problem was corrected.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot & retention meter - 3.2 inr, customer meter and master lot strip - 3.2 inr. Donor #2: master lot & retention meter - 2.2 inr, customer meter & master lot strip - 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Event description:
The customer's daughter called on her behalf to complain of erroneous high results on coaguchek xs meter with serial number (B)(4). The initial result from the meter at 5:24 p.m. Was 4.1 inr. The customer re-tested using a different finger stick and the result at 5:29 p.m. Was 5.4 inr. The results were reported to the customer¿s doctor who advised her to hold her coumadin dose for 2 days. The customer went to the e.r. On (B)(6) 2016 due to the stomach flu. The laboratory result from an unknown method was 2.7 inr. The customer received an IV and was prescribed zofran for stomach pain. The customer¿s meter memory lists 2 results from (B)(6) 2016 of 5.4 inr at 5:24 p.m. And 4.9 inr at 5:29 p.m. On (B)(6) 2016, the customer tested on her meter and obtained a result of 8.0 inr. The customer¿s meter memory lists an additional result of 8.0 inr approximately 1.5 hours apart. The customer¿s daughter does not think the result of 8.0 inr is correct. The customer last took 2 mg of coumadin the night before at 9:00 p.m. The customer¿s therapeutic range is 2-3 inr. No adverse event occurred. The customer is currently not feeling well and is not eating much. The customer is not anemic nor does she have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. The customer is on a puree diet due to swallowing problems. The customer is not experiencing signs of bleeding. There have been no changes in vitamins or supplements. The meter and strips were requested for investigation. The customer returned the meter on 09/08/2016. Relevant retention test strips (lot 124157) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.